Event description:
It was reported that the patient was experiencing stimulation issues. Imaging was taken and revealed that the spinal cord stimulator (scs) paddle lead were fractured and retrograded. Additional information was received that the patient underwent a procedure wherein the paddle lead was replaced and the contacts that came off from paddle were removed. The patient was doing well postoperatively and the explanted lead will not be returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation issues. Imaging was taken and revealed that the spinal cord stimulator (scs) paddle lead were fractured and retrograded.